Event description:
Reportedly, after the instrument was fired, it was noted that the tissue had been transected and no staples had been placed on the tissue. As a result, the procedure had to be converted to an open procedure to complete the case. However, three days post operatively, an x-ray was taken and an instrument clamp cover was noted in the pt cavity. The instrument clamp cover was left in the pt cavity and the pt was released from the hosp. Procedure: lobectomy. Pt status: no pt injury reported.